Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be user error of not filling the device. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use by a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for filling device: fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had 38.1c patient temperature, target temperature was 37c and water temperature was 17c. Nurse thought the device needed water, but they were told not to fill the device. Ms and s asked nurse to empty pads. They received an empty reservoir alert (alert 05). Ms and s explained how to fill the device with sterile water. They confirmed water was needed. Ms and s told them to empty pads prior to filling. Nurse would call back if unable to initiate therapy after filling device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had 38.1c patient temperature, target temperature was 37c and water temperature was 17c. Nurse thought the device needed water, but they were told not to fill the device. Ms and s asked nurse to empty pads. They received an empty reservoir alert (alert 05). Ms and s explained how to fill the device with sterile water. They confirmed water was needed. Ms and s told them to empty pads prior to filling. Nurse would call back if unable to initiate therapy after filling device.